Event description:
A customer reported going to the emergency room (ER) due to an elevated blood glucose (bg) level of 468 mg/dl and trace ketones. Prior to going to the ER, the customer delivered a bolus in attempt to address the high bg. The customer was treated with intravenous fluids and insulin while in the hospital. A system check was performed on the pump, and it was determined that the cause of the high bg was due to an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. The customer changed the cartridge and was able to resume insulin delivery. The customer was released from the hospital the same day with no permanent damage, and the reported issue was resolved.